Manufacturer narrative:
B2 outcomes attributed to ae: corrected - no 'required intervention to prevent permanent impairment/damage (devices)'. F10 / h6 clinical code grid - corrected - no 'aneurysm'. F10 / h6 health impact code grid: corrected - no 'unexpected medical intervention' d4 gtin: corrected to (B)(4). D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that on (B)(6), the aneurysm recanalized, and coil embolization was performed using synchro select standard and non-stryker coils and completed successfully; however, on a.m. Of (B)(6), the patient developed neurological symptoms similar to those seen in the previous procedure, including aphasia, fever, and crp rose to 5.4. The patient was treated with steroids, etc., and symptoms abated on (B)(6). Postoperative MRI showed scattered t2* lesions in extensive mca area. (B)(6) onward, patient was tested due to possible metal allergy speculation and resulted positive for nickel. Although there is no medical evidence, dr. (B)(6) is of the opinion that nickel-containing products may have had an effect. As per the additional information received, there were no difficulties encountered during the applicable procedure that could have contributed to the patients¿ paralysis, aphasia, and fever and both guidewires perform as intended. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files an assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿, ¿patient fever non-serious¿ and ¿patient allergic reaction¿.

Event description:
It was reported that the first synchro select soft straight was used on (B)(6) 2024 for revision of unruptured acom aneurysm. The aneurysm was treated with terumo's woven endobridge device. The procedure was completed successfully; however, the morning of (B)(6) 2024, the patient developed left paralysis, aphasia, and a fever of 38°c. Crp rose to 7.5. The patient's symptoms were alleviated on (B)(6) 2024 after treatment with medication, steroids, etc. On (B)(6) 2024, the aneurysm recanalized, and coil embolization was performed using the subject guidewire (synchro select standard) and non-stryker coils and completed successfully; however, at the morning of (B)(6) 2024 the patient developed neurological symptoms similar to those seen in the previous procedure, including aphasia, fever, and crp rose to 5.4. The patient was treated with steroids, etc., and symptoms abated on (B)(6) 2024. Postoperative MRI (magnetic resonance imaging) showed scattered t2* lesions in extensive mca area. On (B)(6) 2024 onward, patient was tested due to possible metal allergy speculation and resulted positive for nickel. Although there is no medical evidence. According to the physician¿s opinion is that nickel-containing products may have had an effect. The nickel-containing products in this case are the first synchro select soft straight guidewire and woven endobrige devices were used on (B)(6)2024 and the subject guidewire was used on (B)(6) 2024. Currently the patient's symptoms abated.

Event description:
It was reported that the first synchro select soft straight was used on (B)(6) 2024 for revision of unruptured acom aneurysm. The aneurysm was treated with terumo's woven endobridge device. The procedure was completed successfully; however, the morning of (B)(6) 2024, the patient developed left paralysis, aphasia, and a fever of 38°c. Crp rose to 7.5. The patient's symptoms were alleviated on (B)(6) 2024 after treatment with medication, steroids, etc. On (B)(6) 2024, the aneurysm recanalized, and coil embolization was performed using the subject guidewire (synchro select standard) and non-stryker coils and completed successfully; however, at the morning of (B)(6) 2024 the patient developed neurological symptoms similar to those seen in the previous procedure, including aphasia, fever, and crp rose to 5.4. The patient was treated with steroids, etc., and symptoms abated on (B)(6) 2024. Postoperative MRI (magnetic resonance imaging) showed scattered t2* lesions in extensive mca area. On (B)(6) 2024 onward, patient was tested due to possible metal allergy speculation, and resulted positive for nickel. Although there is no medical evidence. According to the physician¿s opinion is that nickel-containing products may have had an effect. The nickel-containing products in this case are the first synchro select soft straight guidewire and woven endobrige devices were used on (B)(6) 2024 and the subject guidewire was used on (B)(6) 2024. Currently the patient's symptoms abated.

Manufacturer narrative:
This is 2 of 2 reports.